Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-64086.

Event description:
The customer reported via phone call that her blood glucose was at 398 mg/dl when she got her first no delivery alarm. Customer checked everything and started it again. Customer stated that she woke up and did insulin for breakfast but got another no delivery alarm. Customer changed the infusion set and then called 911. Customer stated that an ambulance took her to the emergency room on (B)(6) 2016. Customer's blood glucose level was 574 mg/dl at the time of admission. Customer was told to keep her pump on by her health care provider and was on an insulin drip. Customer's blood glucose was 246 mg/dl when she was released. Customer's blood glucose came down to 346 mg/dl but it is now at 411 mg/dl. Customer also had diabetic ketoacidosis and was wearing the pump at the time of the hospitalization. Customer stated that the no delivery alarm was resolved by a complete set change. Customer declined troubleshooting for her high blood glucose.